Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The service territory manager (stm) diagnosed issue to be the power cord reel and replaced the power cord reel then confirmed line power was being supplied to the unit. The fse performed all functional and safety checks to factory specifications. The passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during device check-in by a getinge service territory manager (stm) that no line power was going to the cardiosave intra-aortic balloon pump (iabp). Since the event occurred during check-in, there was no patient involvement.